Event description:
A two-level fusion at l3-l5 was performed in 2007. After a subsequent complaint of discomfort by the pt, x-rays showed the hardware was loose. A revision surgery was done approx three months later, to replace the 80mm rods with 90mm rods. The original set screws were re-inserted and torqued down. Md noted the set screws and rods were tightly engaged and there was no evidence of motion at the site. Approx five months later a previously planned revision surgery was performed to extend the fusion to l2 using 2 additional pedicle screws. The 90mm rods were replaced with 120mm rods and 8 new set screws were inserted. Again the set screws were torqued down. During a follow-up visit the pt complained of hearing a "snap of popping sound." X-rays revealed the set screw at the left l2 site had disengaged from the tulip head resulting in disengaging. A revision surgery was performed. The pt remains symptomatic; however, some evidence of fusion is present.

Manufacturer narrative:
Evaluation method and evaluation results: device was not returned to manufacturer; no eval could be performed.